Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the event history it was determined that this failure code did not interrupt delivery. A follow-up MDR will be submitted if any additional information is received.

Event description:
Upon review of the event history of a colleague infusion pump, it was found that failure code 808:02 caused an interruption of delivery on (B)(6), 2010. There was no report of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.